Event description:
It was reported that patient presented in-clinic after receiving vibratory alert. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited high, out of range pacing impedance. Loss of capture was also noted on the rv lead. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the right ventricular lead was explanted and replaced. The patient was stable after procedure.

Manufacturer narrative:
The reported events of failure to capture and high pacing lead impedance were not confirmed. As received, a partial lead with only distal portion was returned in one piece. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found an internal insulation abrasion breaching the ring electrode, right ventricular and inner coil lumens. An external insulation abrasion breaching the optim sheath to the silicone insulation beneath was found at the distal region. The cause of the external insulation abrasion is consistent with friction with another device or feature of the heart.